Event description:
There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, patient experienced severe glare and halos around lights in day and nights .clinical reason was mentioned as unsatisfactory glare and halos side effect from multifocal iol.the iol was exchanged for another lens model following the initial implant procedure.